Event description:
The customer reported the system displays a "stator not on" error. This error is likely to result in an un-commanded loss of system functionality and require a system reboot in an attempt to regain functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.